Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-00739. The manufacturer is unable to determine which lead had invalid contacts thus both leads are reported. It was reported the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was removed and replaced. It was determined one lead had invalid contacts and one of the newly implanted lead was relocated to a different position. Therapy was resumed.